Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "felt shortchanged" and was unable to self-treat, requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. State 7 with event log 129 with reason/ext error code 46 corresponds with a brownout reset which indicates an issue with the power circuitry. Extended investigation has been performed on returned sensor puck, visual inspection has been performed and no abnormalities or signs of misuse were observed. The sensor data was analyzed, and it was determined that the returned puck terminated due to a brownout event. Performed leak testing on the returned puck and the puck was confirmed to have a leak path near the sensor neck area. This leak path allows liquid ingress to the printed circuit board assembly (pcba). Liquid ingress is capable of causing a temporary loss of power that causes a brownout event. It was determined that the returned puck experienced a brownout due to liquid ingress, therefore, this issue is confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "felt shortchanged" and was unable to self-treat, requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.